Manufacturer narrative:
B4: 20sep2021. Following the evaluation of the device, the fse replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. There was no patient or user harm reported due to this event. No part was received for failure investigation. Previous investigations have shown the root cause of navigation-ring failures were due to liquid ingress.

Event description:
It was reported to philips that they cannot make setting changes via the nav ring or touchscreen. The device was not in patient use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.